Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. Performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the patient presented to the emergency department as they were experiencing shocks for ventricular fibrillation. The remote monitoring transmission indicated that wireless telemetry was no longer available and there was an electrical reset on the implantable cardioverter defibrillator (ICD). It was also reported that there was insulation damage to the right ventricular (rv) lead that likely resulted in an arc of shock to the ICD. The patient was admitted and given anti-arrhythmic medication in the intensive care unit. The ICD and rv lead were replaced. No patient complications have been reported as a result of this event.